Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had lost connectivity. The field service engineer (fse) had identified that the network cable had been too short to easily reach the network port, causing it to become unplugged. To resolve the issue, the fse had ensured that the main cabinet could be rolled out without disconnecting the network. The fse had checked all connections and cleaned the top of the cabinet. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, encountered a loss of connectivity with the machine the customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.